Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.

Event description:
Several screws implanted to treat a distal radius fracture approx. 2 months ago were confirmed by x-ray to have broken post-operatively. Surgeon explanted the plate and screws and revised with competitive product.